Event description:
A patient called for medical information and additionally reported adverse events. On (B)(6) 2004, the patient had a cypher stent placed in an unknown "circ" "main artery", following the patient presenting with back pain between the shoulder blades, "for 90 something percent" blockage of an unknown vessel. On (B)(6) 2007, the consumer experienced "88% and 90 something percent blockage " in the circ, , after presenting with back pain between the shoulder blades, and as treatment the patient had 2 "liberte stents" placed the circ . Patient was "in the hospital less than 24 hours stayed overnight." Physician is aware and event resolved. He stated that the liberte stents were implanted in the ¿circ¿, as well as the cypher stent. He stated that he is unsure if more than one cypher stent was placed back in 2004. He also was unsure if there was restenosis of the cypher stent in 2007, or if there was an entirely new lesion. Medical records were provided by the physician. Approximately 9 years after cypher stent placement, a left and right coronary angiography and left heart catheterization with ventriculography were performed. The distal circumflex vessel was very small sized. The distal vessel was supplied by moderate collaterals from the ald. There was a 100% stenosis. The mid circumflex showed a patent prior stent. No complications occurred during the cath lab visit.

Manufacturer narrative:
This is one of three events associated with the patient and are associated manufacturer report numbers: 3003742446-2015-00010, 3003742446-2015-00011, & 3003742446-2015-00001. (B)(4). Concomitant medications: aspirin 325 mg/once a day ((B)(6) 1994); clonazepam (restless leg syndrome) 0.5 mg/once a day ((B)(6) 1994); clopidogrel 75mg/once a day- ((B)(6) 1994); furosemide- 20mg/once a day- ((B)(6) 1994); hydroxyzine-treatment for itching-25mg/twice a day- ((B)(6) 2005); lisinopril-10mg/once a day-((B)(6) 1994). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of three events associated with the patient and are associated manufacturer report numbers: 3003742446-2015-00010, 3003742446-2015-00011, & 3003742446-2015-00001. Complaint conclusion: a patient called for medical information and additionally reported adverse events. On (B)(6) 2004, the patient had a cypher stent placed in an unknown "circ" "main artery", following the patient presenting with back pain between the shoulder blades, "for 90 something percent" blockage of an unknown vessel. On (B)(6) 2007, the consumer experienced "88% and 90 something percent blockage " in the circ, , after presenting with back pain between the shoulder blades, and as treatment the patient had 2 "liberte stents" placed the circ . Patient was "in the hospital less than 24 hours stayed overnight." Physician is aware and event resolved. He stated that the liberte stents were implanted in the ¿circ¿, as well as the cypher stent. He stated that he is unsure if more than one cypher stent was placed back in 2004. He also was unsure if there was restenosis of the cypher stent in 2007, or if there was an entirely new lesion. Medical records were provided by the physician. Approximately 9 years after cypher stent placement, a left and right coronary angiography and left heart catheterization with ventriculography were performed. The distal circumflex vessel was very small sized. The distal vessel was supplied by moderate collaterals from the ald. There was a 100% stenosis. The mid circumflex showed a patent prior stent. No complications occurred during the cath lab visit. The (B)(6) male patient has a medical history of heart attack (1994), hypertension, high cholesterol, sleep apnea, smoking, gerd, peptic ulcer disease, and allergies. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.